Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. No further investigation is necessary at this time. (B)(4).

Event description:
It was reported that the full radius 5.5mm blade shed metal pieces when used. No report of patient status.